Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis performed on 3 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoirs passed occlusion test.

Event description:
It was reported that the customer wished to return two reservoirs that she believed to be faulty which led to no delivery alarms on her insulin pump. Her blood glucose was unknown at the time of reporting. The reservoirs are being returned. No additional information was reported.